Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump unexpectedly shut down. Reportedly, the battery had 45% charged and when the customer plugged the pump into a power source, the screen did not illuminate. When the customer attempted to turn the screen on with the wake button, screen still did not turn on. Customer also stated that the pump led light is not flashing red. Customer's blood glucose level was 110 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.